Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00859. It was reported tat the burr became stuck on the rotawire. The target lesion was located in a severely calcified coronary artery. A 150 mm rotalink plus and a 330 cm rotawire were selected for use. During procedure, it was noted that the burr became stuck on the rotawire. Both devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.